Event description:
It was reported that the left ventricular lead dislodged within a day of being implanted. The physician felt that the dislodgement occurred because the patient kept raising the arms above the head and because the electro-physiology (ep) lab personnel did not do a slide transfer from the table to the bed. The lead was attempted to be repositioned but could not be, so it was removed. During the replacement procedure, a left ventricular lead was attempted but not used because phrenic nerve stimulation occurred in all pacing configurations, even at low thresholds. Another left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead 2004-(B)(6), 6947 implantable tachy lead 2004-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.